Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during arthroscopic shoulder cleaning surgery, the vapr s90 4.0mm w/integr hdp device generated sparks. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition, the active tip had signs of activation, and the manifold was charred. The suction tube had foreign matter, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was received in its original packaging. The tip was used and the manifold was burnt and there were residues across front face. The handle, cable & plug were in used condition with light residue within suction tube. It was confirmed that there were no nonconformances or deviances recorded during the manufacturing process. The customer stated that ¿during the operation, the device generated sparks.¿ the visual inspection found that the manifold was melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. The complaint device failed electrical checks (hipot active - return) and functional checks (footswitch activation - ablate, where sparks were visible with output short warning). Activation ablation testing failed, plasma location during activation at the distal end of the active tip resulted in melted manifold. Further electrical test confirmed dielectric (hipot) test failed. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps complaints. The flow rate testing failing prior to activation can be attributed to procedural debris on the active tip and in the suction path. Note: many checks could not be conducted due to the condition of the device. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. ¿ based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.